Event description:
The customer reported that the system displayed a collimator iris potentiometer error message during procedure. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was identified as having shifted position due to a missing screw. The screw was replaced. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.